Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual devices were not available; however, two (2) photographs were provided for evaluation. The photographs were reviewed and showed five minicap units, of which four have the foam inside the cap and one has the foam outside the cap. The reported condition was verified for one sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the sponge of two (2) minicaps were found outside the caps. This was observed when opening the foil pouches for use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.